Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis herniated out of the corporal body; additionally, it was not inflating properly. It was determined the issue was caused due to the implanted cylinder was too large for the patient. The right cylinder was removed and replaced. There were no further patient complications reported.